Event description:
The customer reported that the heartstart mrx fails the operation check. The fse evaluated the device and confirmed the issue which was isolated to the power pca.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.